Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported that intra-operatively, there was xxx shown during impedance measurements. The patient reportedly already had an implant and they were planning to ¿scoot¿ the battery over a little more. They disconnected and reconnected and were getting xxx¿s on impedances. Impedances were rechecked and everything was reportedly normal. No troubleshooting was performed, and xxx¿s reportedly resolved. Additional information received reported during the surgery ¿just to move the battery up,¿ the original issue was while reconnecting. It was reported, the cause of the issue was the lead was not fully inserted into the generator. The lead was removed from the battery, wiped with sterile gauze, and then reinserted. Impedances were rechecked and all were within normal range. The patient reportedly had good coverage and therapy.